Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Please note, the actual quantity of screws reported is two. Screws discarded at facility.

Event description:
Two 2.0 universal mandible screws broke during a case. A drill was used prior to insertion. There were no adverse consequences nor surgical delay reported, and the surgery was completed successfully.